Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting in 2014 developed paradoxical adipose hyperplasia (pah) over lower abdomen few months after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting in 2014 to the upper and lower abdomen and developed paradoxical adipose hyperplasia (ph) post treatment.